Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Patient reported "rupture, pain and secretion". Patient later reported "signs that may correspond to intracapsular rupture of the right breast implant, not ruling out the possibility of eventual folding of the membrane", "result of nipple discharge: consistent with inflammatory process" and "pain, spasm of the sinus and prosthesis rupture. Capsular contracture grade IV". This record is for the right side. Device remains implanted. Unknown if the device will be returned.